Event description:
It was reported that during the implant attempt the vein was too big for the lead to be stable. During threshold testing the lead pulled back in the coronary sinus. When repositioned and retested the lead pulled back again. The lead was not implanted and a larger lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary- (B)(4): the full lead was received and analyzed. No anomalies were found.